Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found the primary battery depleted. The se charged the ventilator for approximately 1 hour and battery became fully charged. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when a 980 ventilator was powered on, it failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event.